Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in: (B)(6).

Event description:
The customer complained of two separate occurrences where the inr results from a coaguchek xs meter serial number (B)(4) did not compare to the results from an unknown laboratory method. The result from the meter was 4.8 inr and the result from the laboratory method was 2.8 inr. On (B)(6) 2018 the result from the meter was 7 inr and the result from the laboratory method was 4 inr. The laboratory comparisons were stated to have been performed almost immediately. The customer's therapeutic range is 3 - 4 inr. There was no allegation of an adverse event. The investigation is currently ongoing.

Manufacturer narrative:
Retention test strips (322643) were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is greater than 4.5. Values greater than 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.